Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she later had a surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Discrepancy : date of insertion previously reported as (B)(6) 2007 now it is reported (B)(6) 2007. Plaintiff received treatment for dyspareunia, dysmenorrhea, abdominal pain, menorrhagia, bladder problem, urinary problems, vaginal discharge, fatigue, hair loss, migraine, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events dyspareunia, dysmenorrhea, abdominal pain, menorrhagia, bladder problem, urinary problems, vaginal discharge, fatigue, hair loss, migraine, headaches, weight gain was added. Reporters, patient demographics was added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.